Event description:
Physician says consumer presented to the emergency room with pain and burning in the left eye and with a mild photophobia. She was referred to the specialist and she was noted to have focal epithelial opacifications. Cultures were (+) for solution for fusarium and (-) for eye. She's currently clear after 1 1/2 mos. On natamycin and is not wearing contacts.